Event description:
Boston scientific received information that this system was explanted due to infection. On the date of explant, a system interrogation confirmed noise and multiple episodes with delivered therapy: all measurements were however within normal ranges. The physician requested product return for analysis (associated device) to rule out a potential product deficiency. No resulting adverse patient effects were reported. This lead was not returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.